Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Primary operative notes state that an oversized hole was drilled in the femur, and the prosthesis was cemented into position. No complications were noted. The revision notes list post-operative diagnosis as aseptic loosening. During the revision, the femoral component was loose and easily removed, and noted to be de-bonded from the underlying cement. The cement was well attached to the femur anteriorly and distally, but posteriorly, significant cysts were present within the condyles. The tibial component was also easily removed, and found to be de-bonded from the cement as well. Anteriorly, the cement is well fixed to the bone, but posteriorly, cystic formation was noted in the posterior lateral corner of the tibial head. No x-rays prior to 2013 are available. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility of components was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.